Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. It was also noted that several non-sustained ventricular tachycardia episodes were being questioned as to why the signal and sensing is occurring the way it is which was found out to have two different rhythms. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.